Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No evidence of device malfunction was found during the investigation. The log review confirmed that the ilet was operating as intended, with insulin delivery requests and cgm trends consistent with expected dosing behavior. No motor errors were detected, and delivery requests were successfully executed. The user did not perform an infusion set change between (B)(6) 2025 and (B)(6) 2025, exceeding the recommended wear time. The user reported that the cannula was found to be bent upon removal at the emergency room. This is supported by an occlusion alarm on (B)(6) 2025, which may indicate compromised insulin delivery. Based on the available information, the cause of the user's hyperglycemia is most consistent with a bent cannula and prolonged infusion set use, both of which may have inhibited insulin delivery.

Event description:
On (B)(6) 2025, the user experienced high blood glucose (bg) of 550 mg/dl and symptoms conducive of hyperglycemia. The user drove themselves to the emergency room (ER) where they were treated with intravenous insulin. The user stated that the elevated bg was caused by a bent cannula at the infusion set placement site. The user was not admitted and released the same day. No long-term health effects reported.